Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received an error alarm on their insulin pump. The patient's blood glucose level was not recorded. The operator on the phone was trying to extract information from the customer but the customer's dog started barking so the patient said he would call back. No further information was provided.